Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The maquet technician conducted continuous testing for eight (8) hours in stand-alone mode but the reported incident was not duplicated. Reference: (B)(4).

Event description:
On (B)(6) 2013, rotaflow system (console serial number (B)(4) and drive serial number (B)(4)) at (B)(6) hospital pump stopped after priming was completed. According to the customer, the device was running at approximately 2000 rpm and it was identified that the pump stopped while the display for the flow meter and rotation speed showed "0". The knob of the flow adjustment was still set at 2000 rpm. No alarm sounded at the time of the event. The rotaflow main switch was powered off, rebooted, and the knob for flow adjustment turned. Then the unit started to function. As a precaution, the unit was replaced with another unit to complete the operation. The customer examined the unit after the event and could not duplicate the event. Reference: (B)(4).